Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during an injection procedure. According to the complainant, the injection procedure was used on an esophageal varices. After the needle was used for the injection, the needle would not retract into the catheter. The physician decided to remove the endoscope and the needle at the same time, in order to not damage the endoscope. After this issue was resolved, another optiflo injection needle was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during an injection procedure. According to the complainant, the injection procedure was used on an esophageal varices. After the needle was used for the injection, the needle would not retract into the catheter. The physician decided to remove the endoscope and the needle at the same time, in order to not damage the endoscope. After this issue was resolved, another optiflo injection needle was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The returned optiflo device was evaluated; the complaint was not able to be confirmed. Once the optiflo catheter was extended, the needle advanced and retracted, allowing the device to work properly. The optiflo was also tested using a syringe with water; no occlusion was found, as the water came out without any issues. No visual defects were found during the investigation. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)